Event description:
This report is filed as the clip opened post-deployment. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2022, the patient presented with recurrent mr grade 3-4. Per physician, the recurrent mr was due to disease progression. The index procedure mitraclip had remained stable and well seated without any device related tissue injury observed. That day, another clip procedure was performed. The first mitraclip was successfully implanted. Post deployment, the clip opened more than expected, to approximately 40 degrees. Reportedly, the clip remained stable and well seated. Another mitraclip was successfully implanted as planned, reducing the mr to grade 1+. There was no adverse patient sequela. There was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed and without a device to analyze, a cause for the reported unintended movement (clip open - locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.